Event description:
The duodenovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the device had reduced angulation and the distal end had residual foreign material near the forceps raiser, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This device was returned to olympus as part of the asset return process. Additional evaluation findings are as follows: due to wear of angle wire, bending angle in the up direction did not meet the standard value; bending tube was deformed; there was corrosion around left-arm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we confirmed foreign material adhering to /clogging distal end, we could not identify the material. There was no physical damage on the area where the foreign material remained. Olympus could not receive reply from the user despite three gfe. It was impossible to obtain additional information including reprocessing steps. The root cause of this event was unable to be identified. The suggested event can be detected and prevented by handling the device in accordance with the following IFU. IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.